Manufacturer narrative:
Additional information: imdrf annex c code.

Event description:
It was reported that the syringe module infused an incorrect dose. It was also mentioned that the other attached modules had issues as well. There was patient involvement but the information on patient impact is not known.

Event description:
It was reported that the syringe module infused an incorrect dose. It was also mentioned that the other attached modules had issues as well. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.